Manufacturer narrative:
A visual inspection found the baseplate to be bent due to the device being mishandled. The footswitch stuck when depressed due to the bent baseplate.

Event description:
Procedure: unk. Reportedly, during the procedure, the neck of the bladder was burnt. The facility reports the footswitch was dropped and damaged. When it was used, the pedal became stuck and a small burn occurred on the pt. Treatment for the burn is unk.